Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units screen is blurry at the lower half and will not clear with troubleshooting.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check by the customer, the cs300 intra-aortic balloon pump (iabp) units screen is blurry at the lower half and will not clear with troubleshooting. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the video receiver to lcd cable and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.